Manufacturer narrative:
(B)(4). Batch # m52y0g. The analysis results showed that one ecr60b cartridge reload was returned with the pan dislodged. In addition, the reload was returned with 17 drivers missing and 5 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, the nurse opened the package and found the retaining pin of the cartridge was loose. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.